Manufacturer narrative:
One used cassette was received for analysis of complaint of repeated occlusions after changing the 250ml cassette, despite checking the line. As received, the cassette was already filled with fluid. No other damages or anomalies were observed. In order to replicate clinical use, the cassette was installed onto a cadd solis 2110 pump and 14ml of priming was performed and no pump alarms were observed. Then the pump was placed into operation with a test maximum 50ml patient-controlled analgesia (pca) bolus dose. During operation, the pump did not display any alarms. The complaint of an occlusion cannot be confirmed nor replicated. Lot history was review and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that there were repeated occlusions after changing the 250ml cassette, despite checking the line. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.